Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted on february. A few months after implantation, a CT was performed, showing over drainage; the valve was programmed to setting 8 showing no improvement in a subsequent CT scan. Therefor, the valve was removed and replaced.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion was noted. Additional information received: what was the date of initial implantation of the valve? (B)(6) 2022. What was the date when the over drainage was observed and when the valve was reprogrammed? July 2022 ¿ the first time when the problem has started. They have tried to reprogram the valve but it didn¿t move. That also was on july. Did the patient have any symptoms due to over drainage? If yes, please describe. Yes, headaches, nausea. How is the patient after the implantation? Now she is ok. Was the patient an adult, teenager, child or baby? Adult.

Event description:
N/a.